Event description:
Customer reported, therapy cable failure accompanied by lead loss.

Manufacturer narrative:
Customer reported, therapy cable failure accompanied by lead loss. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.